Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 150 mg/dl.